Manufacturer narrative:
Upon return to our post market quality assurance laboratory the device underwent detailed analysis. Visual inspection found no irregularities. A review of the memory log revealed the device did record a leadimplessthanmin for the shock impedance, a high_voltage_system_fault along with a reported shock_lead_short which all occurred on (B)(6) 2010. Also noted was a charge_time_out on (B)(6) 2010. Further, the daily lead impedance data was reviewed which revealed normal shock impedance measurements. Low right ventricular impedance measurements, although within range, were also noted. The device was x-rayed which revealed that the plasma fuse was open. In conclusion, this plasma fuse became open due to a damaged, shorted lead. Subsequently, end of life was declared due to a charge time out as a result of the plasma fuse condition.

Manufacturer narrative:
The device was explanted and was returned. Detailed analysis is pending.

Event description:
Boston scientific received information that after 13 months of implant a red alert via latitude was detected noting latitude was no longer able to monitor this device due to limited battery capacity. It was later reported that this device emitted tones and had reached end of life (eol). A save to disk was performed. In addition, there was discussion pertaining to a red alert for low shock impedances which was detected days before the change out procedure. This out of range impedance alert was delivered the same day as the above mentioned latitude monitoring red alert. Technical services (ts) discussed alerts and advised that both the lead and the new ICD be replaced. No adverse patient effects were reported.